Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for peritonitis. The caregiver reported the patient had been in the hospital for a month. Treatment for the event was not reported. On an unreported date, the pd catheter was removed and dianeal therapy was discontinued. At the time of this report the patient outcome was not reported and the patient was performing hemodialysis. No additional information is available.